Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was explanted when it was determined to have an insulation fracture which created noise on the electrograms but no inappropriate therapy delivery. The physician decided to upgrade the entire system and also explanted the implantable cardioverter defibrillator (ICD). There are no allegations against the device.